Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced that infusion set was leaking in the tubing on (B)(6) 2025. The infusion set was in use for one day. No further information was available.